Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implantation procedure, the lead could not be implanted in a correct position and therefore a different lead was used and the procedure was completed. After the operation, a kink was found on the lead. The patient's condition was good before and after the procedure.